Manufacturer narrative:
One device was received for evaluation. Customer reported that the dso seal delaminated. Visual and functional testing was performed. Upon further investigation, found error code 46228, air detector damaged. Replaced air detector. Review of service history found no service within the last 12 months. Review of event log found no relevant information. All functional test of the device passed after repaired.

Event description:
The device evaluation identified damaged downstream occlusion sensor. There was no patient involvement.